Event description:
Patient reported they were evaluated by their orthodontist. The orthodontist reported that the patient presented with various dental needs, including several carious lesions that need immediate attention. They also presented with a mild class iii dental relationship, a skeletal deep bite, and a bolton's discrepancy. These factors result in a spacing malocclusion that would require either fixed appliances, interarch elastics, attachments, or interproximal reduction to accomplish, none of which this is available from byte. Before the patient can proceed with any of those steps, it is needed to have their overall dental health addressed by having several restorations completed. Based on current overall dental health and malocclusion type, it is requested that the patient be released from their byte treatment plan.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.